Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse found the ultrasonic voltage for pipettor four (4) to be out of specification low. The fse replaced the ultrasonic transducer for pipettor number four (4), performed the ultrasonic adjustment and setting procedure and was able to achieve an ultrasonic voltage within specifications. The fse followed the documented verification protocol and all testing, including the laboratory's assay quality control (qc) panel, was within specifications. In conclusion, the cause of this event was due to a hardware malfunction of the pipettor four (4) ultrasonic transducer.

Event description:
The customer reported obtaining patient results that required corrected reports for an unknown number of patients on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer did not supply which assays were involved in this event or the exact results obtained either initially or upon reanalysis. There was no report of patient injury or change in patient treatment associated with this event. Assay quality control (qc) data indicated intermittent failures with low recovery, particularly results being generated on pipettor number four (4). Calibration data was not supplied for this event. The customer did not provide sample collection or processing information such as sample type or centrifugation speed and time. There were no issues related to sample integrity reported by the customer. A bec field service engineer (fse) was dispatched to assess the instruments performance.